Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 495 mg/dl. It was also stated that the insulin pump shuts off immediately after getting a low battery alarm. Sometimes it shuts off without any warning. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with high idle currents due to a faulty component on the mother board. No low battery, off no power or insulin pump shut downs were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No bolus or history anomaly noted.